Event description:
It was reported that the patient came to clinic due to high impedance lead warning. The lead also had increased thresholds. The lead is programmed to uni-polar setting. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient came to clinic due to high impedance lead warning. The lead also had increased and high thresholds. The lead is programmed to uni-polar setting. The lead was capped and replaced. No patient complications were reported as a result of this event.